Manufacturer narrative:
(B)(4) isi received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection identified insulation damage on the conductor wire located at the distal idler pulley. Material of the insulation appeared to be lifted off. The failure is most commonly caused by instrument mishandling and misuse. The instrument was tested and passed electrical continuity. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No procedure video or image was submitted to isi for review, no additional technical analysis was conducted. System log investigation: a review of the instrument log for the maryland bipolar forceps instrument lot# n13191028 / sequence 0091 associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 using on system (B)(4) and not on the reported event date of (B)(6) 2020. Instrument has 4 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: the maryland bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). It was reported that during a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps instrument was found with a frayed black cable. The instrument was replaced with a backup and the user completed the procedure with no further issue reported. The complaint alleged a frayed wire (likely the conductor wire) during the procedure (patient was involved) without claim of ¿loss of cautery¿ and with no allegation of mishandling or misuse. Failure analysis of the maryland bipolar forceps instrument finds conductor wire insulation damage with a passed electrical continuity test. Although there was no arcing reported or seen through analysis, and there was no patient injury reported, if this failure were to recur, it could result in an adverse event. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The instrument has 4 remaining usable lives, therefore, had not expired.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps instrument was found with a frayed black cable. The instrument was replaced with the backup. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Additional information requested, no further information provided at this time.